Manufacturer narrative:
Attempts to contact the reporter for additional information were made; however, no response was received from the reporter. No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. This information was posted on facebook and attempts to contact the poster to follow-up or obtain additional information were unsuccessful and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended. The patient provided only the year of implantation and explanation in the initial report.

Event description:
It was reported that the patient experienced adverse event due to lap band. The patient got lap band implanted in 2006. After losing 100 lbs, the patient maintained the weight until the patient was admitted into the hospital with severe internal bleeding on 2014. The band was found to erode through patient's stomach. The patient gained the weight back since the band removal.